Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manuel addresses guidelines for optimal surgical and patient management. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Although the medical team reported that they did not believe this event to be related to the procedure or device; the patient's post-operative period was complicated by mechanical intestinal obstruction which commonly develops after surgical procedures. Common causes can be due to intestinal adhesions, hernias, inflammatory bowel diseases, impacted feces, etc. The patient's nutritional and hydration status may also play a factor in development of the condition. Though the root cause of the reported event cannot be conclusively determined the implant procedure and the patient's nutritional and hydration status may have contributed. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that six days post lvad implant procedure the patient complained of pain and abdominal dilatation requiring a return to the operating room for suspected mechanical intestinal obstruction. A laparotomy was successfully performed but resulted in suspected bacteremia translocation. The patient was treated with antibiotics. The medical team does not believe this event to be related to the procedure or device. The last report received indicated that the patient remained hospitalized.